Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the fluid leak, the patient received an m31 air detected in cassette alarm during drain two of four of peritoneal dialysis therapy. The patient had drain 209ml of an expected 1795ml at the time of the reported alarm a technical support representative advised the patient to re-setup with new supplies. Upon removing the cassette, the patient reported that fluid ran out from the cassette door. The patient attempted to use their cycler for treatment the following evening, but received a supply bag lines are blocked alarm during dwell one of four of therapy. Despite troubleshooting attempts, the cycler continued to alarm with the supply bag lines are blocked error message. Prior to being informed of the leak, the technical support representative advised the patient to reboot the cycler and a power fail recovery failed error occurred. At this point, the patient explained to the technical support representative that fluid had leaked out from the cassette compartment of their cycler after removing their previous supplies. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. A replacement cycler was scheduled to be provided for the patient. At this point in time, there was no report of patient injury or medical intervention as a result of the reported leak. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon initiating a simulated treatment, the machine alarmed with a ¿heater bag not detected¿ alarm three consecutive times before treatment was cancelled. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and replaced. The internal visual inspection also identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the observed fluid and dried fluid could not be determined. A second simulated treatment was initiated and the cycler failed with an m21-16 thermistor 4 failure. The cause for the failure was found to be due to a loose connection between the I/o board and heater cable j14 connector. The cable was reconnected and a third simulated treatment was initiated and completed without complication. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.